Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: severe pain and discomfort and a sensation that his hip is dislocating. Update - (B)(4) 2012 - medical records and pfs received. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review

Manufacturer narrative:
Update - (B)(4) 2012 - medical records and pfs received. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
In addition to what were previously alleged, ppf alleges metal wear, metalosis, and elevated metal ion.